Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. The reported patient effects of tissue damage is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. Based on the information provided a conclusive cause for the reported difficult leaflet grasping cannot be determined. The reported tissue damage is the result of the difficult grasping. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with an mr grade of 4. The clip was advanced to the mitral valve. During the first grasp, leaflet insertion assessment showed the posterior leaflet was not grasped or there was not enough posterior leaflet grasped. The decision was made to re-grasp. A small flail chord was noted that was not noted prior. The second grasp proved to be a much more secure grasp. The flail chord was no longer noted as it was assumed that the flail was grasped with the leaflet. A total of two clips were implanted, reducing mr to 1. One day post procedure, the patient was doing well and was discharged home. No additional information was provided.